Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Photographic analysis: the picture shows the tip of a device with several staples protruding. This condition is consistent with a device not been fired through a full firing stroke. Based on the photo the event describe is confirmed.

Event description:
It was reported that during an unknown procedure when removing the anvil, the surgeon has noticed that the staples were out of the device. Another device was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58x57. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were all the staples present. No protruding staples were noted. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.